Manufacturer narrative:
The device won't be returned for analysis. Upon evaluation of the failure analysis of the event reported, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was), a 35mm watchman flx laa closure device & delivery system (wds) and a versacross access solution were selected to be used. It was noted that there was a trace pericardial effusion prior to the start of the procedure. The physician gained right femoral vein access and inserted the watchman fxd double curve sheath with the acucross dilator inside. Using transesophageal echocardiogram (tee), a transseptal puncture was attempted several times. However, it was noted that the sheath/dilator combo was never perpendicular to the fossa. Additionally, the sheath/dilator would ride up the fossa and was unstable every time physician attempted to deploy the needle. The physician had to push the 0.035' wire out into the right atrium (ra) again and pull down several times. Transeptal (tsp) was finally achieved (although not in an ideal location - superior and mid tsp). The fxd curve was advanced to the left atrium (la) and a pigtail inserted. An appendagram was obtained. Although trajectory was noted to be off, it was decided to attempt a flx 31mm device. The 31mm device could never be coaxial with the landing zone so another tsp was discussed. Everything was pulled to the right side and a pericardial effusion check was performed and there did not appear to be an increase in effusion from baseline. A more inferior and mid-to-posterior tsp was accomplished with a versacross system. The same fxd double curve sheath was inserted to the la. Another 31mm device was attempted but a leak was still visualized. A 35 mm device was then attempted. This device showed better tissue contact. After a strong tug test, measurements were made on tee. A contrast shot was performed and there did not appear to be any color on tee. Pass criteria was met and the device was released. A final pericardial effusion check was performed and there still did not appear to be any change to the baseline. In the post-anesthesia care unit (pacu), the patient went into tamponade and a tte showed significant pericardial effusion. The patient was brought back emergently to the cardiac catheterization lab where a physician performed a pericardial tap and roughly 500cc of blood was removed from the pericardium. The patient remains in the hospital, but it expected to make a full recovery. The physician felt like the blood was 'dark' and he feels that it was caused during the difficult transseptal at the beginning of the case. It was further reported that the patient was discharged from the hospital and is currently alive and well.